Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mom called regarding high blood glucose readings on the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer was admitted to the hospital. The customer received a blank display and the pump is not responding. The customer changed out the battery, and the blank display was still on. The customer's mother will call back to troubleshoot after getting out of the emergency room.